Event description:
It was reported that upon cross-clamp, ran cardioplegia, and due to high pressures, were unable to appropriately arrest pt. The medusa (device) was removed from the cannula and found to be impeding flow. The line was checked in the direction from pump to the pt and the medusa (device) was found to be the issue. The medusa and the antigrade/retrograde stopcock were changed out.

Manufacturer narrative:
Device not returned.